Event description:
The account alleged that brakes would set but would swivel when pushed from the side on the front end of the stretcher. No patient impact.

Manufacturer narrative:
The account replaced the brake casters to resolve the issue.